Event description:
After placement of the right essure implant, the left essure implant was properly placed in the fallopian tube in preparation for deployment. Following the usual deployment sequence, the coil released, but the delivery catheter would not release the deployed implant. Upon pulling the delivery catheter from the uterine cavity, half of the pet fiber was noted to be intracavitary. Attempt at using a grasper to remove the implant from the tube resulted in approximately 10% of the coil being left behind in the proximal tube. Repeated attempts at removal were unsuccessful. This prevents future placement of another essure implant or use of any other hysteroscopic sterilization technology -adiana-. Diagnosis or reason for use: permanent birth control.